Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had developed red and itchy skin under the front therapy electrode. The patient reported treating the irritation with different creams and then supplementing the treatment with a prescribed corticoid cream. Follow-up indicated that the skin irritation had gone away completely.